Manufacturer narrative:
Summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1777886, #1778428, #1778384, #1778429, #1779951, #1779100 and #1779327). Through previous complaints case-2022-00062477-1 and case-2022-00062483-1 (complaints received simultaneously from the same customer), a representative sampling of unused reciproc blue files r25 8/100 25mm 02 from the vdw batch #397410 was provided and evaluated, and was found in compliance with specifications. We can consider that the production vdw batch #397410 is conforming. No fault was found, production meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken part remains in the root canal. No injury.